Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode due to myopotential oversensing of the minute ventilation (mv) feature signal on both the right atrial and the right ventricular channels. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, the sam episode revealed low out-of-range impedance measurements on both channels. Which was suspected to be caused by an insulation breach on both lead. The product remains in service and no adverse patient effects were reported.